Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: after the procedure, the same day. It was reported that, the pt underwent successful left internal carotid artery (lica) stenting in 2006. The last angiography run, at the end of the procedure, showed a widely patent lica and no major intracranial occlusion in the ipsilateral side. Post-procedure, in the recovery room, the pt developed slurred speech and right facial and right upper extremity weakness. CT scan showed no bleed and tpa was initiated. He was diagnosed with stroke, left and mid cerebral artery ischemic pattern, right hemiparesis, aphasia and dysphagia. Two days later, the pt developed, witnessed periods of apnea lasting 20-30 seconds with respiratory congestion, and was unresponsive except to noxious stimuli. Chest x-ray suggested possible volume loss on the left. Arterial blood gases on 4 liters showed ph 7.48, po2 153, pco2 34. Echocardiogram showed an ejection fraction of 20-25%. The pulmonary consult's impression was respiratory failure due to acute neurologic deterioration, apneic spells, and likely aspiration with probable aspiration pneumonia. The pt was intubated and mechanical ventilation, antibiotics, and bronchodilators were initiated. Respiratory failure resolved. The pt had some improvement in function in both upper and lower extremities and prior to discharge was ambulating with a walker. He was discharged to rehabilitation 27 days later with a discharge diagnosis of left middle cerebral artery ischemic stroke with right hemiparesis. No add'l info is available.